Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyles devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of mildly calcified bilateral common femoral arteries using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the sutures of one prostyle device were successfully pre-placed in the right common femoral artery (rcfa). An attempt was made with four additional prostyle devices; however, a cuff miss [suture retrieval issue] was noticed with all four. A decision was made to obtain access in the left common femoral artery (lcfa) to perform the aaa procedure. Hemostasis was achieved in the rcfa artery using the one successfully pre-placed prostyle suture. Five (5) minutes of manual compression was applied for oozing and "safety reasons". The sutures of two prostyle devices were successfully pre-placed in the lcfa via an 8f sheath hole. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.